Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay for two patients performed on (B)(6) 2023. This MFR. Report addresses patient 1(one), and is 1(one) of 2(two). The customer reported a false positive result with the ID now covid-19 2.0 assay for performed on (B)(6) 2023 on a nasal swab. Confirmation testing (platform - pcr) was performed (unknown sample type) and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Additional information: h4. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m222935 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m222935, test base part number 193-430 / lot m222935. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m222935 showed that the complaint rate is (B)(4)%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single-use, device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay for two patients performed on (B)(6) 2023 and (B)(6) 2023. This MFR. Report addresses patient 1(one), and is 1(one) of 2(two). The customer reported a false positive result with the ID now covid-19 2.0 assay for performed on (B)(6) 2023 on a nasal swab. Confirmation testing (platform - pcr) was performed (unknown sample type) and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.